Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm as well as intermittent false occlusion alarms occurred. Customer changed pump supplies to address the issue and resumed insulin delivery. Customer's blood glucose was greater than 300 mg/dl at time of event.